Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter in the nozzle. It was also observed that the distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 21oct2024. New information added to the following field(s): e2, e3 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not found at the foreign material residue points and from the information obtained, the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Although it was not possible to identify the cause of the incident of the burned distal end cover from the information obtained, it is possible that a high-energy treatment tool (laser, high frequency, etc.) Was used without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. Event 1: the detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Event 2: such events can be detected and prevented according to the following IFU. Cf-hq190l operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope cf-hq190l operation manual chapter 4 operation: 4.3 using endotherapy accessories olympus will continue to monitor the field performance of this device.